Event description:
Boston scientific received information that this device was explanted due to premature battery depletion. No adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.